Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump received with intermittent buttons due to corroded keypad traces. No frozen screens. No display ramping on it's own anomaly noted. No traces of moisture noted at electronic or motor assemblies per visual inspection. The insulin pump received with cracked case at display window corners and battery tube threads. The insulin pump received with scratched display window. The insulin pump received with missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband called in to report insulin pump alarming a button error and a low reservoir showed on the screen as well the device was frozen. During troubleshooting, it was found that the keypad was unresponsive when the customer tried to clear the alarm. Advised customer to discontinue use and revert to backup plan per healthcare providers instructions. Customer blood glucose level was 87 mg/dl at time of reporting. Nothing further reported.